Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; under-responsive keypad buttons with moisture behind the display screen. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: on investigation, moisture was observed under the display lens. Investigation confirmed the alleged moisture in the pump. The keypad was intact without damage and all buttons were appropriately responsive. Investigation did not duplicate the keypad button tactile complaint. The pump case was cracked between the display lens and the case seal. Leak testing failed due to pump case leak at the site of these cracks. The keypad cover was removed for investigation and did not reveal any contamination on the contacts of the keypad buttons. There was moisture damage observed on keypad flex connector inside the pump.